Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a syringe flange not in place. There was patient involvement and unknown patient harm/ unknown adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found no external damage. A 'flange sense error' was revealed in the event history log. Functional testing was unable to duplicate the reported problem. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.